Event description:
It was reported the patient had a lead fracture (event date is unknown). As a result, both of the patient's leads (from the same lot) were explanted and replaced. The doctor also electively explanted and replaced the patient's ipg. Effective therapy was restored post-op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.